Event description:
New information received notes that the atrial lead exhibited a recurrence of noise. It was also noted that the lead failed to capture. The lead was explanted and replaced. The patient was stable.

Event description:
New information received notes that the atrial lead exhibited a recurrence of noise. The lead was capped and replaced on 27 apr 2021. The patient was stable.

Manufacturer narrative:
Correction - b5- previously reported b5 should have been "new information received notes that the atrial lead exhibited a recurrence of noise. The lead was capped and replaced on (B)(6) 2021. The patient was stable." Rather than "new information received notes that the atrial lead exhibited a recurrence of noise. The lead was explanted and replaced. The patient was stable." No explant date should have been submitted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, lead noise causing inappropriate automode switch episodes were noted on the right atrial lead. Programming changes were discussed.

Event description:
New information noted that the patient is pacemaker dependent. The noise is reproducible and it makes it difficult to read impedance values. No intervention has been preformed.